Event description:
A false positive advia centaur troponin ultra result was obtained on a pt sample and reported by the customer. A timed troponin sample draw was taken and the result was negative. The physician questioned the initial result and the customer performed repeat troponin testing on the initial sample and the result was negative. A correct report was issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The customer when repeating the initial sample found fibrin in the sample. The instruction for use (IFU) under specimen collection and handling states the following: "before placing samples on the system ensure that: sample are free of fibrin or other particulate matter". The customer performed repeat testing on pt samples run for troponin at approx the same time interval as the discordant positive pt result. All the repeat results were in agreement. The instrument is performing within spec. No further eval of the device is required.